Manufacturer narrative:
The complaint is not confirmed. The unit passed all testing and no issues were found that were relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6485 arthroscopy pump, causing the joint to distend even when set at a low pressure. Joint is getting completely blown out. Additional information 10/20/2021: on 10/20/2021 additional information was reported by a sales representative via email; that an ar-6485 arthroscopy pump, causing the joint to distend, the pump was set at 35 pressure. Extravasation was minor, fluid was removed prior to closure by applying pressure and the rest was naturally released into the bandages. Patient was not kept overnight, recovery was not prolonged. This was discovered during use in a shoulder arthroscopy on (B)(6) 2021. The case was completed by opening a new set of tubing and using a different tower.